Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving fentanyl (unknown dose and concentration) via an implantable pump for chronic low back pain and non-malignant pain. The patient reported they had an magnetic resonance imaging (MRI) on their neck on (B)(6) 2019. The MRI was not related to the pump or therapy. The patient reported the pump alarming three times during the MRI, once when they were getting ready to leave the facility and then "just now". The patient stated they do not recall hearing alarms when they had past mris. When asked, the patient stated that it was a multi-tone alarm. The patient was instructed to follow up with their hcp and noted that they were not aware of the recommendation to have their pump checked after an MRI. The patient reported heat/warmth at the pocket site during the MRI. The patient stated that the pump site now felt normal. No other symptoms reported.